Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that machine had a black screen and was not powering up. A field service engineer (fse) found that half-height drawer 2 was causing the station to crowbar, replaced the drawer boards and retractors, ran diagnostics, and confirmed all drawers and pockets tested ok. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had machine that does not powered up, and a black screen appeared. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.